Manufacturer narrative:
(B)(6). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of the broken greater trochanter femoral recon nail (frn). While the surgeon was impacting the new greater trochanter frn into the patient, the driving cap snapped and broke off inside the insertion handle. The surgeon had to get new equipment in the room to finish the case. It was also reported that the screwdriver broke during the case. Surgery was completed successfully. This report captures the intraoperative event of driving cap and screwdriver breakage while related complaint (B)(4) captures the postoperative event of femoral recon nail (frn) breakage. Concomitant devices reported: radiolucent insertion handle frn (part 03.033.001, lot 10l750732, quantity 1) and 9 mm / ti cann frn / gt 420mm / left - sterile (part 04.033.973s, lot 2l80025, quantity 1). This report involves one (1) inter-lock screwdriver t25/3.5mm hex/224mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot : part: 03.010.473, lot: 1l54567, manufacturing site: hägendorf, release to warehouse date: 24.jan.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3 h6: investigation summary background: 3/26/2020: updated event description: it was reported that on (B)(6) 2020, the patient underwent removal of the broken greater trochanter femoral recon nail (frn). While the surgeon was impacting the new greater trochanter frn into the patient, the driving cap snapped and broke off inside the insertion handle the surgeon had to get new equipment in the room to finish the case. It was also reported that the screwdriver also broke during the case. Surgery was completed successfully. Concomitant devices reported: insertion handle (part# 03.033.001, lot# 10l750732, quantity 1). Inter-lock screwdriver t25/3.5mm hex/224mm, qty 1, driving cap/threaded, qty 1. This complaint involves four (4) devices. Investigation flow: damage. Visual inspection: the inter-lock screwdriver t25/3.5 mm hex/224 mm (p/n: 03.010.473, lot #: 1l54567) was returned and received in us cq. Upon visual inspection, the distal tip of the device was broken. No other issues were identified with the returned device, service and repair evaluation: the customer reported the surgeon was impacting the new greater trochanter frn into the patient, the driving cap snapped and broke off inside the insertion handle. The repair technician reported the tip is damaged. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. The device received was broken. Hence confirming the allegation. Investigation conclusion : the complaint condition is confirmed for the inter-lock screwdriver t25/3.5 mm hex/224 mm (p/n: 03.010.473, lot #: 1l54567). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
04/01/2020: updated event description: it was reported that on (B)(6) 2020, the patient underwent removal of the broken greater trochanter femoral recon nail (frn). While the surgeon was impacting the new greater trochanter frn into the patient, the driving cap snapped and broke off inside the insertion handle the surgeon had to get new equipment in the room to finish the case. It was also reported that the screwdriver also broke during the case. Surgery was completed successfully. Concomitant devices reported: insertion handle (part# 03.033.001, lot# 10l750732, quantity 1). Inter-lock screwdriver t25/3.5mm hex/224mm, qty 1, driving cap/threaded, qty 1. This complaint involves two (2) devices.